Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h0). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a defect on the system side. The following information from the instructions for use (IFU) pertains to this event: "[inspection of the endoscopic image] 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the color tone of the image being abnormal due to damage on the charged coupled device unit in the endoscope connector, the evaluation findings are as follows: due to damage on the charged coupled device a noise image occurs, due to a pinhole on the universal cord, water tightness is lost, due to a scratch on the light guide connector, water tightness is lost, due to a crack on the distal end, water tightness is lost, due to damage on the insertion pipe, insulation resistance value to does meet the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, due to damage on the forceps elevator lever, the bending section cannot be firmed fixed, the video connector case had a scratch and crack, the video connector had a scratch and crack, the light guide cover glass had a scratch, the video cable had a scratch, the "right/left" plate had a scratch, the "up/down" plate had a scratch, the forceps elevator had a scratch, the grip had a scratch, switch (#1) was dirty and had a scratch, the control unit had a scratch, and switch (#2) had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope's image was not stable. The issue was found during preparation for use for a therapeutic procedure that was completed with a similar device. There were no reports of patient harm. During evaluation, it was found that the color tone of the image was abnormal. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.